Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing a device alert alarm occurred within thirty minutes with a default setting. The issue was not resolved by charging and recharging. The device was not used on a patient when the failure occurred.